Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the acetabular cup. The search and/or review of device history records were not possible against the remaining unknown product/lot code combinations. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address painful cup. Update rec'd 7/29/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, pain, and increased metalic ions. A liner and head are now being reported to address allegations of metal on metal, and a stem is being added to address allegations of elevated toxic metal ions.